Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine that this device performed as described in the field action. Concomitant medical product : (B)(4) ICD, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and a gradual increase in impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.